Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing.

Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the fluid volume accuracy verification testing due to values exceeding specified limits: (B)(4). Device powered up properly and no errors occurred. Inspection of the door piston found the piston foam to be in good condition however, an insufficient amount of (B)(4) was found to have been installed. Due to the insufficient amount of (B)(4) being installed, the unit could not deliver an accurate amount of fluid resulting in volumetric accuracy failure. Assignable cause for the issue of volumetric accuracy failure was determined to be caused by an insufficient amount of (B)(4) being installed. The door piston will be scrapped during service.